Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell off the scope and was retrieved from the patient. The procedure was completed with a similar device. There was no harm or injury reported. The following patient identifiers are linked: (B)(6) and (B)(6) .